Event description:
It was reported to philips that the device was unable to perform exposure. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray generator error. Review of the system log file showed that x-ray generator errors and warnings. Upon inspection, the fse found the issue with roco board of x-ray generator. The fse replaced the roco board. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.